Event description:
It was reported that there was a hole in the catheter. A rotalink burr 1.50mm was being used for treatment of a right coronary artery lesion. During the procedure it was noticed that there was a micro hole approximately 5cm from the proximal to the distal end of the catheter shaft. The liquid used for rotablation was coming out of the hole with high pressure. The device was replaced with another similar device and the procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that there was a hole in the catheter. A rotalink burr 1.50mm was being used for treatment. During the procedure it was noticed that there was a micro hole approximately 5cm from the proximal to the distal end of the catheter shaft. The liquid used for rotablation was coming out of the hole with high pressure. The device was replaced with another similar device and the procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: the returned product consisted of the atherectomy rotalink burr catheter. The handshake connections, sheath, coil, burr and annulus were visually and microscopically inspected. Inspection of the device found that the sheath was damaged 16cm distal of the burr housing strain relief. Analysis was performed using a test rotapro advancer as the advancer used in the procedure was not returned for analysis. When the burr catheter was connected to the advancer and the advancer was connected to the liquid infusion line, a leak was observed from the identified damage to the sheath. Product analysis confirmed the reported events, as a fluid leak was identified from the damaged sheath during analysis.